Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings:a review of the black box and alarm history indicated that a call service 052 alarm had occurred. The pump powered on normally with no alarms occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed moisture in the display, a crack in the pump casing near the corner of the display, a leak due to the cracked pump casing, and moisture damage to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.